Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically a fill estimate issue showing 25 units, which was greater than expected by more than 30 units. There was no adverse impact to the customer¿s blood glucose level. Caller completed necessary steps to address the issue, including removing air from the cartridge and using room temperature insulin, and was guided by technical support to fill and load a new cartridge. Caller declined to deliver a bolus to see the updated insulin estimate and will monitor and follow up if necessary.